Event description:
It was reported that battery connector damaged, user advisory 16 was indicated, and battery lock latch and screw were missing. No adverse event reported.

Manufacturer narrative:
Reported complaint of "battery connector damaged, ua (user advisory ) 16 indicated, battery lock latch and screw missing" was verified. User advisory 16 (time out moving to take-up position) was due to a non-functioning drivetrain motor. Normal wear and tear may have caused the drivetrain motor to fail as the platform is over 4 years old. Drivetrain motor was replaced and all required tests were completed. Platform passed final test. The damaged battery connector, and the missing battery lock latch and screw were most likely caused by physical damage.